Event description:
The customer's wife reported that in 2009 the customer's freestyle freedom lite meter would turn on when the button was pressed but not when the test strip was inserted. Then three months later, the customer passed out and hit his head on the floor. The customer's wife also reported that the customer had a seizure and experienced a "diabetic coma". The paramedics were called and treated the customer with unknown intravenous fluids. The customer was transported to a health care facility and was hospitalized for 5 days. The customer was diagnosed with severe hypoglycemia and treated with unknown diabetic pills and antibiotics. There was no report of death or permanent impairment associated with this event.

Event description:
It was reported that during an open colectomy procedure, the new open device was opened from a new package, with proper assembly procedure, an instrument error code occurs. After several testing and tighten the device with the handpiece with the torque wrench, the testing procedure complete, but sometime the 'long beep' occurred during activation. The surgeon tried the blade on the patient, 'long beep' occurred and the device could not work. The nurse tried to reassembly and testing again, and finally, the hs blade came off. The surgeon used diathermy to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. Meter powered on with button. Meter did power on with insertion of strips. Did not observe power issue with strip port.